Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that for the last 6 months this ra lead exhibited noise and impedance spikes >2000 ohms. The lead was explanted and replaced.